Manufacturer narrative:
A distributor reported that a customer's AED is flashing red and prompting "replace battery pack now". Troubleshooting of the AED with the customer identified that the AED's battery pack was expired with a labeled expiration date of 08/30/2022. The cause of the AED reporting "replace battery pack now" was related to a lack of maintenance of the AED. As a follow-up with the distributor, the proper maintenance of this device was reviewed.

Event description:
A distributor reported that a customer's AED is flashing red and prompting "replace battery pack now". They reported that this did not occur during patient use.